Manufacturer narrative:
Unit had unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping and scrolling during testing. No moisture damage on electronic assembly during visual inspection. No moisture under display noted. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 114 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.